Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was crushed at 29.0cm to 29.5 cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.